Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for the 14 days prescribed wear period. The patient has a history of sensitive skin. The cause of the reported event cannot be determined; however, the patient¿s pre-existing sensitivity cannot be ruled out as a contributory factor. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported experiencing skin irritation allegedly caused by caused by zio xt. They experienced itchy red bumps. Irhythm advised the patient to remove the device if symptoms became intolerable. Despite the removal of the zio xt, the patient's symptoms continued to worsen. The patient subsequently sought medical attention from their healthcare provider (hcp), and upon examination the hcp diagnosed folliculitis. The patient was prescribed antibiotics and a topical cream for treatment.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of retrospective review from january 2021 till august 2025. A CAPA (2024-0036) was initiated on 29th september 2024 to implement corrective actions. Device performance and/or risk profile are not impacted.